Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Subsequently, the device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed in three segments with a mid-body portion of the lead missing. Visual inspection of the lead noted blood/body fluid in the lead lumen and helix, separation of the lead insulation from the conductor coils, and stretched conductor coils. Analysis determined this lead damage was likely induced during the explant procedure. Visual inspection also revealed both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information received indicates that the noise oversensing was observed at a routine follow-up device check and the suspected cause of the noise oversense was lead body damage caused by subclavian crush. This rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.